Event description:
It was reported that during a unk procedure, the device did not work, there was an error code #5. One part of the shear broke after the surgery as the team cleaned the tip of the device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.